Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on the right side of the abdomen (the opposite side of the driveline) redness and tenderness occurred. It was described as painful without any fever. The patient was admitted and an abdominal CT (computed tomography) scan was performed. The report was a fluid collection most likely abdominal abscess without relation to the driveline. The abscess was drained in the operating room with sedation and local anesthesia. It had about 5 cc pus and it was superficial. A sample of discharge was sent to the lab for culture. Additional information stated that the abscess culture results showed streptococcus, viridans. An abscess incision and drainage was performed. Patient had daily wound care and dressing. The treatment administered was teicoplanin, amp, 400mg bid for three days, then 400 mg daily, plus imipenem, amp, 500mg three times per day. After one week of IV (intravenous) antibiotic therapy and daily dressing change, patient was discharged home in good clinical and hemodynamic conditions with levofloxacin tablet 500mg daily for 5 days. Patient was requested to send daily picture of the wound, in addition to body temperature and daily condition. The device operated as expected.